Manufacturer narrative:
Patient information regarding gender, age, and weight were not provided. The doctor removed the core with a drill, repeated the procedure, and completed the restoration. To date, the patient is doing fine. The product was not returned and no lot number was provided; therefore, no evaluation can be completed.

Event description:
A doctor alleged that the build-it core forms had created voids in the core build-ups of five (5) patients. It was reported that the voids were found after filling the build-it core forms with material and light curing it. This is the first of five (5) reports.